Event description:
The customer stated results are not reproducible on the axsym toxo igg assay. A patient generated a positive result of 42 iu/ml and when retested in duplicate, both results were negative at 0 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The customer stated they use sst gel tubes and centrifuge the tubes at 1,700 g for 10 minutes. The complaint documentation does not state the integrity of the patient sample was checked. The customer ran a x10 control precision run on the axsym and % cv was within package insert specifications. A field service representative (fsr) checked the axsym analyzer and noted the axsym was working according to expected specifications. The axsym system operation manual contains adequate information on the probable causes and corrective actions for inconsistent results. The probable causes listed include fibrin, red blood cells or particulate matter in samples. The toxo igg package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The insert notes specimens should be free of bubbles, fibrin, red blood cells, or other particulate matter. The insert also notes specimens showing particulate matter, red blood cells or turbidity must be centrifuged at >/= 10,000 x g for 10 minutes. A service history review found no additional incidents of axsym serial number (B)(4) generating inconsistent results since the fsr verified the axsym performance. A review of quality metrics showed no adverse trends for toxo igg assay inconsistent results generation. The current rate for axsym erratic occurrences/ million tests and complaints/ million tests are within expected action limits. The most probable cause of the inconsistent toxo igg patient results on one patient sample was an issue with sample integrity. The actual cause could not be determined with the information available. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list no. 07a83-01 related to the issue under investigation.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.